Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to had to move the cable around sometimes for better image quality due to worn-out video connector latch; however no scope communication (b30 error) was observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the video system center displayed a b30 scope communication error message when the scope was plugged in. The issue occurred several times when preparing the scope for a diagnostic cystoscopy procedure. When the surgeon moved the scope around, they sometimes got a better connection and picture was shown. There as no delay and the procedure was completed with the device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that poor image display occurred due to worn-out video connector latch. Olympus will continue to monitor field performance for this device.